Event description:
Contact reported that a pt was operated on in september, and had post operative pain beginning in november. During the second procedure a portion of one of the three cufftacks was found to be loose and impinged 10 mm above the corticalis. The fragment was removed and the repair completed. As surgical intervention was required as a result of this situation an MDR is being filed to document this event.